Manufacturer narrative:
The event occurred in china. It was reported that there was a battery failure on the rotaflow console during treatment. No harm to any person has been reported. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and could confirmed the reported failure. The battery pack with fuse (article number 70101.7188) has been replaced. The root cause for the battery failure could be determined as the lifetime of the battery was passed and replacement overdue. The affected battery has not been replaced for more than two years. Based on the given information the reported failure could be confirmed. The review of the non-conformities was performed on 2024-04-16 and during the period of 2021-01-13 to 2024-04-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021-01-13. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that there was a battery failure on the rotaflow console during treatment. No harm to any person has been reported. Complaint ID (B)(4).